Event description:
It was reported that the patient had an infection at the pocket site. Symptom of pain was noted. The physician believed that the infection was not device or procedure related. The patient underwent an explant procedure and was placed on antibiotics. The patient was doing well postoperatively. The explanted devices were retained by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(6). Batch: 7082109/7082076.